Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they clarified the stimulation and setting not available message issues were elevated impedances on 8 and 10. Unknown reason or when they changed. Steps taken were to program around the 2 high impedances. The issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they'd been having issue with therapy since the beginning, said since they "got the thing, it's been real faulty" and asked if there were any known issues with the intellis implant. Patient stated stim was helping some before, but now they can't get their therapy to work. Patient said controller says stimulation is on, but stim is doing nothing to their body at all (patient clarified they weren't getting any therapy pain relief and not feeling the stimulation feeling). Patient also said every time they go to turn stim up, they get settings not available. Patient said they could decrease intensity, but when they tried to increase up again, they would just get that message. Patient then said they are miserable, in pain, often suicidal because of the pain, and have no doctor close to where they live that deals with the stimulator and takes their insurance. Patient also mentioned pain was described to them as cyclical, so when they started to have pain in one place, their body would react and cause more pain by tensing up or cramping up. Patient said they have been looking for 3 years for a doctor to meet with to adjust their therapy, but have not been able to find anyone. Patient mentioned they have epilepsy, and when their pain levels are not under control, it screws with their epilepsy (during the call, patient mentioned their brain was "seizing" at one point when trying to remember what they were saying). Patient asked if there was a way for a representative to come to their house to adjust the therapy because stim was not strong enough to numb the pain, and patient had no one to drive them far away to another doctor. Patient mentioned they think someone may have turned their stimulation down, because they were afraid of patient increasing stim, but patient also thought something was wrong with the controller. Patient went on to say they were sure the controller had gotten wet or sticky at some point, but then confirmed both controllers they had were working the same and the therapy issue/settings not available happened on both. Agent reviewed settings were stored in the implant and controller read what implant was telling it. Agent reviewed representative role and that rep had to meet in a clinical setting, and redirected patient to healthcare provider office to page a representative. Patient mentioned they had their doctor team that had been caring for them since they were a child and would try to reach out to them with nas number to page a rep. Agent also reviewed the closest physician on the physician finder that took patient's insurance (medicare/medicaid), but they were 40 miles away and patient said that was too far. The patient again was redirected to their healthcare provider to further address the issue and agent emailed field team in patient's area. Patient mentioned they were told they could go skydiving, roller coasters, and jump off an airplane, and go scuba diving by the initial rep that sold them the implant, but was told later by a different rep that was all the things they actually were not able to do after implant, which wasn't good for the patient as they were an adrenaline junkie.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.